Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the patient fell and bruised his left knee on or about (B)(6) 2020. CT and xray imaging were used to rule out fracture of the left knee. Patient was still complaining of pain and fluid was tapped from the knee and sent for culture. The culture returned positive for staph infection. I&d with poly exchange were performed. All components were found to be well fixed. Doi: (B)(6) 2013, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.